Event description:
N/a

Manufacturer narrative:
Updated field: b4,d8,d9,g3,g6,h1,h2,h6(type of investigation,investigation findings, investigation conclusion),h11 a getinge field service engineer (fse) stated the customer had asked a third party to handle it and refused the manufacturer's maintenance.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit did not display a pressure signal when the equipment was in use, and the ECG was automatically triggered. No casualties were reported.

Manufacturer narrative:
Due to character restrictions in block e1, e1 event site full name is and event site telephone is (B)(6) hospital. E1 event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.